Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors discussed the study of implantation of balloon expandable vascular stents. Complications of this study occurred post implantation which there were three fractures. The first fracture occurred immediately following implantation where small wall dissection and aneurysm formation was noticed and covered stent implantation took place. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: the safety and effectiveness of this device for use in the vascular system have not been established. Should unusual resistance be felt at any time during the insertion process, do not force passage. Stent delivery: confirm optimal stent apposition using standard techniques.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent fracture occurred where small wall dissection and aneurysm formation were noticed requiring covered stent implantation.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors discussed the study of implantation of balloon expandable vascular stents. Complications of this study occurred post implantation which there were three fractures. The first fracture occurred immediately following implantation where small wall dissection and aneurysm formation was noticed and covered stent implantation took place. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: - the safety and effectiveness of this device for use in the vascular system have not been established. - should unusual resistance be felt at any time during the insertion process, do not force passage. Stent delivery: - confirm optimal stent apposition using standard techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent fracture occurred where small wall dissection and aneurysm formation were noticed requiring covered stent implantation.